Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported event was not able to be replicated and the system was functioning as intended. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported when the system started up, there was an indication of a thermal event via odor. This issue was noted outside of a procedure, and there was no patient involvement.